Event description:
It was reported that there was a bump near the ipg scar that was slightly warm, itchy and sensitive to touch, and it caused charging difficulties for the patient. It was also noted that the patient scratched and broke the skin in several spots. The physician prescribed the patient with antibiotics as a precaution, and the patient was reportedly doing well.